Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that during a gynecological procedure the ligasure was not opening and closing before use on the pt. Another instrument was used to proceed. After return and beginning investigation, a bare metal wire was discovered.